Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that reservoir plastic around the top of compartment was cracked off and unscrewing the reservoir from the insulin pump and noticed the compartment lip was cracking off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.